Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient reported the alleged issue began, sometime in (B)(6) 2018. The patient alleged that on (B)(6) 2018, whilst attending the doctor¿s office, she obtained an alleged inaccurately high blood glucose result of ¿136 mg/dl¿ on the subject meter. The patient was comparing the result to ¿102 mg/dl¿ on a calibrated laboratory device. The results were taken less than 10 minutes apart. The patient reported that she manages her diabetes using a combination of medications (including metformin), and that in response to the alleged inaccurate high readings, she had been either skipping or missing a dose of her medication. The patient stated that she had developed symptoms of ¿feeling weak and feeling that she will pass out¿, which was why she had attended the doctor¿s. The patient confirmed that she had not received or required any treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did she receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged inaccuracy was not resolved during troubleshooting.